Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed healthcare professional from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with extraneal (extraneal_7.5% pd2_solution for peritoneal dialysis_bag, pvc) therapy. On an unreported date in (B)(6) 2012, the patient began treatment with extraneal therapy intraperitoneally (ip) for peritoneal dialysis (pd). Extraneal therapy was ongoing. During a call with baxter (B)(4) technical services, the following was reported. On an unreported date, a break in aseptic technique occurred further described as the patient made mistake and did not wear a mask. On (B)(6 ) 2012, the patient experienced peritonitis. Break in aseptic technique was attributed to the cause of peritonitis. The patient was not hospitalized for the event. On (B)(6) 2012, treatment was started with injection cefazolin (1gm, once daily, ip) and injection ceftazidime (1gm, once daily, ip) for peritonitis. The patient was retrained. The outcome of the peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. As this is a report of use error with no allegation against the device, a sample was not requested. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the labeling to be adequate for the prevention of the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.